Event description:
It was reported the bronchovideoscope experienced an image issue. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to d9,h3,h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the water/humidity invaded the device, the invaded water broke image sensor unit/circuit board inside the connector. As a result, the suggested event occurred. However, a definitive root cause could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: bf-1th190 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.